Event description:
Customer reported that the powerheart AED was used during a rescue attempt and it did not function properly. When the AED lid was opened and pads were placed on the pt, the unit did not advance beyond "place electrodes on pt" prompt. User replaced the pads; it did not resolve the problem. Customer used another 9200rd unit which advanced thru the pads sequence and delivered shocks until the ambulance arrived.

Manufacturer narrative:
The device has not been returned to the cardiac science corp mfg facility. Once the product is available, an investigation will be conducted and the results will be provided in the follow-up reports.